Manufacturer narrative:
Concomitant medical products: 439888, lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with tenderness around the implant site. It was noted four days earlier the device had been repositioned because of the tenderness and there was a lot of blood and scar tissue noted during the procedure. Intravenous and oral antibiotics were administered. Four days later a deep incisional surgical site infection was confirmed, and an additional revision was done. An antibacterial absorbable envelope was used. During both revisions the pocket was cleaned out and cultures were taken. Positive blood cultures for enterobacter cloacae were found. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.